Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted that no tissue was on the helix at the time of analysis. (B)(4).

Event description:
It was reported that the physician had difficulty fixating the implantable pacing lead and after several attempts was unable to achieve capture. The physician was concerned about the number of times the helix had been extended and retracted and the fact that he could visualize tissue in the helix. The lead was removed and another lead of the same model was implanted. No patient complications have been reported as a result of this event.